Manufacturer narrative:
The replaced control printed circuit board (pcb) was returned for investigation. A visual inspection of the returned control pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device immediately started to generate the reported technical error codes. Ventilation and pre-use check could not be performed due to the generated technical error codes. Analysis of the generated technical error codes, provided device logs, and device logs from the simulated use testing indicates that there seems to be a communication error in the breathing subsystem, in which the control pcb plays a pivotal role. This communication problem could be due to a random component issue involved in the communication circuit on the control pcb. However, it was not possible to determine which specific component failed during the component analysis. The control pcb contains electronics, including a microprocessor, responsible for inspiratory pressure regulation, which can be used during inspiration time in any mode. A defective control pcb may lead to stop of ventilation. In conclusion, the most probable cause for the reported issue in this customer product complaint is related to communication problems due to a random component failure on the control pcb.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor field service engineer. According to received information, the control printed circuit board was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. Control circuit board contains electronics (including microprocessor) responsible for i.e. For inspiratory pressure regulation which can be used during inspiration time in any mode. Defective control printed circuit board may lead to stop of ventilation. The reported issue was confirmed in provided device logs. The cause of the claimed issue in this customer product complaint was related to control printed circuit board.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated multiple technical error codes. There was no patient harm. Manufacturer's ref #: (B)(4).